Event description:
It was reported that a flogard pump was observed to have air in the tubing without an alarm. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was received; however, an evaluation was not performed. The device was removed from service and sent for destruction. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.